Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) found system failure: force sensor test, pump motor drive off post and pump motor drive phase b post alarm from alarm history. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to mainboard failure. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the repeated force sensor alarms. The force sensor and force sensor board was replaced, and pump would still not calibrate properly. There was no patient involvement.